Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 4.0mmx40mmx80cm (4f) catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 30second. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.